Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The hm3 lvas IFU lists myocardial infarction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced symptoms of chest and arm pain, shortness of breath, anxiety, and low flow alarms. The patient suffered a myocardial infarction. The patient received a cardiac catheter examination, echocardiography, volume therapy, and ECG. No further information was provided.